Event description:
It was reported that the patient's artificial urinary sphincter did not work 3 months following the initial implant. Upon examination, the device was thought to have been deactivated, but was found activated. The patient was scheduled for further testing, examination, and discussion of next steps with the physician. No patient complications were reported.